Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("kind of pain I'm experiencing") in an adult female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. Essure was removed on (B)(6) 2016. An unknown time later she experienced pelvic pain (seriousness criterion intervention required). The patient was treated with surgery (hysterectomy - uterus). At the time of the report, the outcome of the event was unknown. The reporter considered pelvic pain to be related to essure administration. The reporter commented: the patient stated that "I have some degeneration (unspecified) as well but neither of the neurosurgeons thought anything on my MRI". Concerning the injuries reported in this case, the following ones were reported via social media- pelvic pain. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: reporter lawyer, patient dob, essure start / stop date added, reference section, non drug treatment updated. Case category updated to serious incident. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("kind of pain I'm experiencing") in an adult female patient who had essure inserted for female sterilisation. The patient had a medical history of paratubal cyst, obesity, asthma, urinary incontinence, rhinitis, dysmenorrhea, dyspareunia, pelvic pain and abnormal uterine bleeding. The patient had a family history of lung cancer, coronary artery disease, heart disease, unspecified, hypokalemia and cesarean section. On (B)(6) 2010, the patient had essure inserted. Essure was removed on (B)(6) 2016. An unknown time later she experienced pelvic pain (seriousness criterion intervention required). The patient was treated with surgery (robotic assisted total laparoscopic hysterectomy w/davinci; bilateral salpingectomy (bilateral) tvt-e). At the time of the report, the outcome of the event was unknown. The reporter considered pelvic pain to be related to essure administration. The reporter commented: the patient stated that "I have some degeneration (unspecified) as well but neither of the neurosurgeons thought anything on my MRI". Discrepancy noted: insertion date. As per argus (B)(6) 2010. As per mr (B)(6) 2010. Discrepancy noted: removal date. As per argus (B)(6) 2016. As per mr: (B)(6) 2016. Number of coils present on the left: 4 number of coils present on the right: 1. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2016: incontinence in female, abnormal uterine bleeding, acute pelvic pain, dyspareunia, female, dysmenorrhea specimen: uterus cervix and bilateral fallopian tubes. Final pathologic diagnosis: "uterus, cervix, and bilateral fallopian tubes", resection: 1. Uterine cervix: negative for dysplasia and malignancy. 2. Proliferative endometrium with no evidence of hyperplasia, atypia or malignancy. 3. Myometrium and uterine serosa: negative for significant pathologic findings. 4. Bilateral fallopian tubes: small benign paratubal cysts; negative for dysplasia and malignancy. Concerning the injuries reported in this case, the following ones were reported via social media- pelvic pain. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 07-nov-2023: mr received : reporters information patient medical history and surgical pathology reports were added. Product insertion removal date and rcc updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.